Event description:
The manufacturer received information alleging trilogy evo service required alarm occurred. The device was not in use on a patient at the time of the occurrence. The trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code indicating the device software has detected a large pressure drop between the monitor and outlet pressure sensors. The technician confirmed water penetrated the blower and machine flow sensor, resulting in corrosion and contamination. In conclusion, the device's blower assembly and machine flow sensor were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the diagnostic test, button verification failed, therefore the front panel was replaced. The muffler assembly and air inlet foam filter were replaced for preventive maintenance unrelated to the reportable malfunction/issue. The device passed all final testing.